Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm or audio anomaly was noted. The insulin pump had no button response due to corroded keypad traces. The functional tests could not be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that insulin pump alarmed button error. It was stated that the device was making noises like it is not delivering insulin. Blood glucose value is 76 mg/dl. Nothing further reported.